Event description:
Customer feedback :this thing gave me two false negatives. Got a pcr the same day. Results came back positive next day. Waste of money. Not hard to use. I stuck this thing all the way up my nose and it still came back with the wrong results.

Manufacturer narrative:
For the products that have been sold, check the production process inspection and shipment inspection data, and find no unqualified feedback from customers; there is no risk of batch failure.